Event description:
The report stated that during a radio frequency ablation procedure a water leak occurred where the tubing and electrode meet. Another needle electrode was opened and used.

Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.